Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 reader would not power on with either button press or test strip insertion. Due to this power issue, customer was unable to receive low glucose alarm, and subsequently experienced a loss of consciousness. The customer was treated with glucose by a healthcare professional, at the customer's home. There was no report of death or permeant injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 reader would not power on with either button press or test strip insertion. Due to this power issue, customer was unable to receive low glucose alarm, and subsequently experienced a loss of consciousness. The customer was treated with glucose by a healthcare professional, at the customer's home. There was no report of death or permeant injury associated with this event.